Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Service history review (in previous year): no repair in last year. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient came in to have pump refilled and pump began alarming with red screen and four triangles on screen with error code 45169. The pump is beeping even with batteries out, they have been inserted and removed several times. Tried another pump and it is doing the same thing with the error message and batteries out. A third pump was assigned to the patient. Patient not adversely effected. There was no patient injury reported.